Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing fluctuating blood glucose (bg) levels. Reportedly, the contact believes the fluctuating bg levels are likely due to improperly bolusing. Multiple attempts were made to follow up with the customer to complete troubleshooting; however, no additional information was provided.